Manufacturer narrative:
(B)(4). The abbott field service representative (fsr) accidentally injured himself while performing maintenance on the architect isr03696. The system power was turned off and the fsr was disassembling the process path. A review of historical complaint data revealed two additional injury related complaints involving the stat probe over the last 60 months, however, this is the only complaint for an injury during disassembling of the process path. There were no trends for the stat probe identified. A review of the architect isystem service and support manual shows adequate information is provided for safety hazards and using ppe, troubleshooting, and performing preventive maintenance on the i2000sr, including the process path. Based on the results of this investigation, there is no indication of a malfunction or deficiency of the stat probe (08c94-42).

Event description:
The abbott field service engineer (fse) was performing troubleshooting on the architect analyzer and while disarming the process path his hand was injured by the tip of the stat probe. The fse was wearing gloves but the hand was pierced and bled. The fse sought medical attention and was given a tetanus vaccine and antibiotic - cefalexina. A tetanus shot being given due to exposure to biohazardous / potentially biohazardous material is considered an adverse event.